Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips are not firing well (clips are not correctly positioned in jaws). Another instrument was used to complete the case. There was no consequence to the patient. The sample returned is not the one used on the patient, but of the same lot and tried in the operating field.